Event description:
It was reported that the customer had alleged that the jack has malfunctioned.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.